Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2021, transthoracic echocardiogram showed mitral regurgitation (mr) increased to severe due to the tissue quality. The patient had respiratory failure symptoms due to the increased mr and was put on high flow oxygen. The patient's pre-existing pulmonary edema was managed with medical management. The patient continued to have management for pulmonary edema, the patient also had severe cardiomyopathy which was also pre-existing. During the patient¿s postoperative recovery, the patient developed renal failure and was on dialysis. After a few sessions of dialysis, the patient chose to not undergo any further dialysis. The patient never left the hospital following the mitraclip procedure and eventually died on (B)(6) 2021. Per the physician, the renal failure was due to the increased mr. The mitraclip, tissue quality, and recurrent mr contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The reported patient effects of mr, respiratory failure, renal failure and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause of the reported mr appears to be due to patient conditions with bad tissue quality. The reported respiratory failure, renal failure and death appear to be related to recurrent mr. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, a cause of the reported positioning failure (leaflet grasping - clip not implanted) was due to challenging anatomy. A cause of reported tissue injury was related to positioning failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip (10722r258) is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted without issue. To further reduce mr, a second clip (10722r258) was deployed however the anterior gripper arm perforated the anterior leaflet. The clip remains on both leaflets. A third clip (10602r102) was advanced, grasping was difficult and due to the friable leaflets¿ mr would increase, therefore the clip was not implanted and was removed. It's possible the leaflet perforation worsened. Mr was reduced to 3-4. No additional information was provided.